Event description:
As reported, during a procedure involving angioplasty of a stenotic subclavian vein and brachial fistula, an advance 35 lp low profile balloon catheter's balloon ruptured circumferentially and subsequently separated. The device was used one time. Per the reporter, after the balloon ruptured, half of the balloon material separated/dislodged and migrated to the patient's lung, where it is lodged. Reportedly, the separated fragment cannot be retrieved and will be left in the lung. No additional adverse events have been reported. The patient did not require any additional procedures due to this event. Additional information has been requested. Upon return and initial evaluation of the complaint device, a portion of the balloon was missing, and the shaft was separated.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving angioplasty of a stenotic subclavian vein and brachial fistula, an advance 35 lp low profile balloon catheter's balloon ruptured circumferentially and subsequently separated. The device was used one time. Per the reporter, after the balloon ruptured, half of the balloon material separated/dislodged and migrated to the patient's lung, where it is lodged. Reportedly, the separated fragment cannot be retrieved and will be left in the lung. No additional adverse events have been reported. The patient did not require any additional procedures due to this event. Upon return and initial evaluation of the complaint device, a portion of the balloon was missing, and the shaft was separated. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The shaft was separated, and part of the balloon was missing. The separated section, which measured nine-centimeters in length, was stretched/elongated and severely damaged. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU instructs ¿if resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit.¿ the IFU states ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.